Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va3042e, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the likely cause was the lead placement issue and that stimulation, even though in low setting, was irritating the nerves. On (B)(6) 2025, the physician changed program from 5-6 and no further action will be taken

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that since they were implanted, the therapy had not been doing great for them and that they were really disappointed but they hadn't noticed a difference in their symptoms really at all. Patient stated the healthcare provider (hcp) had asked them if they were cutting back on fluids and caffeine and the patient stated that they were but that they also needed to drink water and anytime they drank water it would run right through them. Patient stated they were waking up at least two times a night to go to the bathroom. Patient services reviewed device description/function with the patient as well as therapy and programming considerations with the patient. The patient stated that their hcp had them on program 5, and in november their hcp switched them to program 6 but that really didn't do anything so in january the hcp switched them back to program 5. Patient stated they were up to .9 ma on program 5, but they noticed they would occasionally get "shaky" in their legs off a nd on and feel the stimulation down to their toes at points and that they were changing pads every time they went to the bathroom. Patient stated they knew they'd been on program 1 once but they hadn't tried other programs. Patient stated at their last appointment their doctor wanted them to go back on their meds (gemtesa). Patient became slightly escalated because they stated they didn't understand why they had this implant when their doctor wanted them back on the meds which in turn came with side effects they didn't want. The patient stated they just thought it would work better for their symptoms and now their hcp said they may need to do botox if they saw them at their next scheduled appointment on april 21 and the patient still had no improvement. Patient mentioned medical history: that they did great with their pelvic floor exercises and they just didn't understand why the therapy didn't help but stated now that they knew about additional programs they would ask their hcp if they could try a few more programs first before moving on to other methods. Patient to reach out to their hcp. Patient's primary reason for call had been to inquire about compatibility for the use of body composition scales, apple watches and a low-level laser device for home that they would use to treat their toe nails. Patient services reviewed compatibility information with the patient. Patient also mentioned they wanted it to be known they traveled recently and some people at security at the airport were entirely unaware of their implant and that at one airport an agent was really worried when they saw their implant and then saw that the patient was wearing a "pad" and got suspicious with the patient and had to have another person come over to inspect the patient and made a "big deal" that there was a pad for incontinence between their legs and not wanting to check down there but concerned it was there. Patient stated they tried to tell them "it's just an incontinence pad. I can show you" but they ended up eventually letting them pass. It was through this mention of their incontinence pad when the patient reported that the therapy hadn't helped since implant. Documented reported event. No further action was taken by patient services. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back to inquire about changing programs because they continued to have urge urinary incontinence. Patient said they spoke with their managing hcp's office who instructed patient to contact mdt. Patient confirmed they were comfortable with independently changing programs and amplitudes, therefore, did not need instruction on how to do so. Agent reviewed difference between programs and therapy/programming considerations. Agent also reviewed with patient that if they went through all of the available pre-set programs, there was the possibility that their managing hcp could create custom programs. Patient mentioned they had an appointment coming up with their managing hcp.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va3042e, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back to inquire about going through an airport security detector. The agent reviewed guidelines and the patient went on to say that they requested a pat down last time they went to the airport, but tsa agent and their supervisor were suspicious of patient's pad. Patient said they ended up having to go to a room with them and show that their pad was for incontinence. The patient said they had to keep wearing pads because they hadn't had 50% improvement in symptoms since the device was implanted. The patient said they got botox injections in the bladder last week to try and help with their symptoms. The patient said they had tried making many adjustments to the therapy and had been working with their doctor on it as well. The patient had many questions about how the therapy worked and the agent spent a lot of time reviewing general programming guidance and therapy expectations. The agent also suggested the patient contact their managing hcp about how soon to be making therapy adjustments after their botox procedure. The patient said their doctor told them to wait 2 weeks.